Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). According to the patient's nurse, they have a urinary tract infection (uti). The patient also complains about the belt around their waist as "it's very uncomfortable, I can feel it go up my stomach;" the nurse will adjust the belt. The next day, the patient's caretaker said the belt is bothering the patient. The caretaker wanted to confirm what stimulation level the patient was set at as they kept getting "unable to find device" message several times. The call agency has the patient remove the batteries from the controller, but the message came back. The call agency then had the caretaker turn the ens on, but the message came back again. No further patient complications have been reported as a result of this event.